Manufacturer narrative:
This report is submitted on april 20, 2018, (B)(4).

Event description:
Per the audiologist, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018, subsequent to experiencing skin overgrowth at the abutment site. During the procedure the excess skin was excised and a longer abutment was placed.